Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was 37 mg/dl. Customer stated that her insulin pump was malfunctioning because it was alarming battery limit low and button error. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received normal operating currents. No unexpected battery out limit alarm noted. However, the insulin pump received with intermittent button response due to moisture damage on the keypad traces. The insulin pump monitored for several hours and no button error alarm noted. The insulin pump received with cracked reservoir tube lip and scratched lcd window.